Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 4 and 6 and j1 pin5 were bent and compressed.

Event description:
The customer requested to return the device to the bench for repair. The customer did not disclose what repair was needed. There was no reported patient or user involvement and no adverse patient/user impact.